Event description:
Reporter used product in 2007, and wore it for 4 hours. She applied to left hip and leg and had burn and blister after removal. She covered it with a bandage. Blister broke two days later and at time of report remained as a pink discoloration. She brought this information to the attention of her family physician the following month, but made no mention of any treatment by physician.